Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, inflammatory response, lung disease, reduced cardiopulmonary reserve. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The dreamstation auto CPAP device was returned to a third-party service center for service. There was no report of patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device. There was no evidence of foam particles or degradation.